Event description:
It was reported that during a lap prostatectomy, it was found that the electrode peeled away when a scrub nurse cleaned the device. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was received with the electrode and ceramic separated as one piece returned with the device and detached from the active rod. Due to the returned condition of the device not all functional testing could be performed with the generator. There is insufficient evidence related to what caused the damage on the device.